Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device batch number mhr621 and no non-conformances were identified.

Manufacturer narrative:
Product complaint # ==> (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a asc aorta replacement and avr procedure on (B)(6) 2019 and suture was used. The suture broke while tying suture on the aorta. Case completed with suture of an unknown product code. There were no patient consequences reported. No additional information was provided.